Event description:
The accounts maintenance stated that the brake/steer pedals are working the opposite of what they should. He found the label indicating brake and steer were installed incorrectly on the bed frame.

Manufacturer narrative:
The accounts maintenance installed the brake/steer labels on the correct sides of the bed frame to correct the issue.